Event description:
Customer called lfs in 2002 alleging that meter was reading inaccurately high. No symptoms were reported. Customer obtained "166 mg/dl, 174 mg/dl, 176 mg/dl, 179 mg/dl and at one time a result of 180 mg/dl". Time difference between results was unknown. Customer reported normally obtaining blood glucose results between "98 mg/dl and 126 mg/dl". Customer reported taking diabetes pills and felt there was a potential of overdosing if customer were to base medication on the high blood glucose readings. "Ccr" conducted two control solution tests, which failed. Results were "174 and 176" with a range of "114 through 154". "Ccr" replaced test strips and control solution. No adverse event or injury occurred. No further information was provided.